Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one essure coil was located within the omentum and attached to the medial border of the left rectus muscle approximately 5 cm caudal from the umbilicus'), uterine perforation ('perforation: uterus/migration /uterus') and caesarean section ('c-section') in a 28-year-old female patient who had essure (batch no. B94864) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced migraine ("migraine") and headache ("headaches"), 3 years 2 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/chronic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), was found to have a pregnancy with contraceptive device ("pregnant"), underwent caesarean section (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Partial), other, salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation, pregnancy with contraceptive device and caesarean section outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, fatigue, migraine, headache and hormone level abnormal had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered abdominal pain, caesarean section, device dislocation, dyspareunia, fatigue, headache, hormone level abnormal, migraine, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as on (B)(6) 2013. Patient received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), migration/ perforation: uterus, fatigue, migraine, headaches, hormonal changes. Batch no b94864: production date: 2013-11-12 and expiration date: 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: quality-safety evaluation of ptc. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one essure coil was located within the omentum and attached to the medial border of the left rectus muscle approximately 5 cm caudal from the umbilicus'), uterine perforation ('perforation: uterus/migration /uterus') and caesarean section ('c-section') in a 28-year-old female patient who had essure (batch no. B94864) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced migraine ("migraine") and headache ("headaches"), 3 years 2 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/chronic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), was found to have a pregnancy with contraceptive device ("pregnant"), underwent caesarean section (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Partial), other, salpingectomy (bilateral removal of fallopian tubes) and hyst. (Partial), other, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation, pregnancy with contraceptive device and caesarean section outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, fatigue, migraine, headache and hormone level abnormal had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered abdominal pain, caesarean section, device dislocation, dyspareunia, fatigue, headache, hormone level abnormal, migraine, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2013. Patient received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), migration/ perforation: uterus, fatigue, migraine, headaches, hormonal changes. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs and mr received- lot number and reporters information were added. Pregnancy, c-section and device dislocation events added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/chronic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Partial), other). Essure was removed. At the time of the report, the uterine perforation outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, fatigue, migraine, headache and hormone level abnormal had resolved. The reporter considered abdominal pain, dyspareunia, fatigue, headache, hormone level abnormal, migraine, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2013. Patient received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), migration/ perforation: uterus, fatigue, migraine, headaches, hormonal changes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received case becomes incident. Event injury was removed. New events pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), migration/ perforation: uterus, fatigue, migraine, headaches, hormonal changes and she did not undergo essure confirmation test were added. Implant date was updated. Product indication was updated. Patient¿s date of birth was added. Reporter¿s information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.